Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 393 mg/dl, 319 mg/dl and 50 mg/dl which was treated with injection for high blood glucose and candy bar for low blood glucose. Customer was experienced symptoms like heart ache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.